Event description:
A retrospective review of the file was performed on sept. 19, 2006. The initial assessment did not determine the event details to be reportable. During the review, the determination was made that the event meets the reporting requirements of a device malfunction. Screw driver distal circular rings broke off on both drivers. The case could not be completed. Pt outcome: no injury was reported.